Manufacturer narrative:
Additional information received revealed the lead was removed and returned. The lead had oversensing a fracture is suspected. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was checked over the weekend for a lead integrity alert being tripped. On review of the device interrogation, multiple v-tach monitor episodes and one episode of v-fib were noted. The noise was not reproducible during re-interrogation. Further, manipulation of the pocket and isometrics showed no noise. Impedance were also stable. Emi and setscrew potential issues were discussed. Both the device and the lead remain implanted and active. No other patient complaint or complication was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was checked over the weekend for a lead integrity alert being tripped. On review of the device interrogation, multiple v-tach monitor episodes and one episode of v-fib were noted. The noise was not reproducible during re-interrogation. Further manipulation of the pocket and isometrics showed no noise. Impedance were also stable. Emi and setscrew potential issues were discussed. Both the device and the lead remain implanted and active. No other patient complaint or complication was reported.

Manufacturer narrative:
Additional information received revealed the lead was removed and returned. The lead had oversensing a fracture is suspected. Evaluation summary: (B)(4): the full lead in segments was returned in segments, analyzed and the distal conductor fractured. It was noted that the outer tubing overlay melted, that all the insulators are breach cut, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring sleeve. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.